Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis also insulin pump was under delivering the insulin. The customer blood glucose level was 300 mg/dl at the time of incident. Customer¿s other blood glucose value was 316 mg/dl, 288 mg/dl, 269 mg/dl and today it was 322 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they thinks because they had done. The customer stated that the auto mode feature was active. The customer was treated with bolus. Customer stated that the time frame of two event was two days. Customer stated that something was wrong with the insulin pump and they went into the diabetic ketoacidosis and took injection. The device will not returned for analysis.